Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not uploaded. The ventilator was investigated at site by our field service engineer (fse) and found out that the air gas module's nozzle unit was defective. After replacement of the nozzle unit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The replaced part was not returned for investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).